Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out of range shock impedance measurements greater than 125 ohms resulting in an alert in the remote home monitoring system. Review of stored device data noted shock impedance measurements showed a gradual increase with a few measurements greater than 125 ohms. Technical services (ts) discussed potential causes and troubleshooting options. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.